Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer support engineer (cse) verified the malfunction. Cse inspected the device and replaced the graphical user interface (gui) printed circuit board assembly (pcba). The ventilator passed all testing.